Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed. The modular cable (lot number: 185322) was returned for analysis. The modular cable system controller was tested with the returned system controller (serial #: (B)(6)), and a mock loop. Difficulty with inserting and removing the modular cable from the controller was noted; however, it was not correlated to an issue related to the modular cable and it is further investigated in the system controller investigation (reported under MFR # 2916596-2019-03091). The damage to the modular cable¿s cable jacket was cosmetic and did not affect the modular cable¿s ability to function as intended. The system was able to support pump function for an extended period. The modular cable passed the modular (104285) v4 test. The root cause for the damage to the modular cable was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of difficult in disconnecting modular cable from the system controller is unknown. The modular cable is reported under MFR 2916596-2019-03091. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's modular cable was exchanged due to cosmetic damage. The clinical team had difficulty in disconnecting the modular cable from the primary system controller and successfully switched to backup system controller with the new modular cable. The patient didn't report any spilling and there was no evidence of fluid being spilled.